Event description:
New information noted that the patient's right atrial lead was capped and replaced on (B)(6) 2019 due to chronic noise. The patient's condition was stable throughout the event.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise and was reproduced with pocket manipulation. Also, lead revision was discussed.